Event description:
A shunt assistant was added in 06. Patient's ventricles were swelling and urinating frequently and other abnormal behavior. Surgeon believed that shunt assistant was not draining properly. Revision procedure performed in 06 - removal of shunt assistant fv312t and delta shunt. Patient suffered no adverse affects from surgery.